Manufacturer narrative:
The product was returned and investigated in the laboratory of the manufacturer. The catheter is not contaminated. During visual inspection no scratches or damages were detected at the catheter. The introducer fits perfectly into the avalon catheter. Presumably, through the connector cap and the catheter, which are made of silicone-like material, the patency of the introducer was harder. Thus the reported failure could not be confirmed. Based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
According to the customer: "introducer into avalon was described as being too hard/tight to insert and use. Due to this difficulty another item used." (B)(4).